Manufacturer narrative:
The event of extrusion and infection(unknown onset) is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The reason for reoperation: "went to the emergency room twice and was given IV antibiotics, really strong antibiotics, and have green pus coming out nipples", "implants are recalled", "is wondering has it been recommended that the implants are taken out", "deflation, hole under the nipple, implant is poking out of the hole", and "breast feels warm to the touch". Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time.

Event description:
Patient reported "went to the emergency room twice and was given IV antibiotics, really strong antibiotics, and have green pus coming out nipples." Patient then stated "implants are recalled," a "deflation, hole under the nipple, implant is poking out of the hole," and "breast feels warm to the touch." This record is for the right side. Device remains implanted.